Event description:
(B)(4).

Manufacturer narrative:
The technician found that scale had not been zeroed prior to patient placement, user error. The technician zeroed the scale and in-serviced the account on the bed exit function to resolve the issue.